Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, an actual device analysis could not be completed. As an extra measure, retention samples were visually inspected, and no obvious damage or issues were detected. The retention samples were also gravity tested in the laboratory via methylene blue; then leak tested under water; no leak was observed. The retention samples were conforming as per product specifications. The reported condition was not verified during testing of the retention samples. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set was leaking from a hole at the y-site. The leak was observed during priming prior to patient use. There was no patient involvement. No additional information is available.